Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the valve was deployed, the valve failed to be riveted into the desired position and ultimately displaced into the ascending aorta. The surgery was switched to a thoracotomy and the valve was replaced. Of note, the patients condition was poor with a transverse heart, a bicuspid valve, and a large aortic arch angle. The difficulty of the surgery was noted to be high. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID envpro-16-us (lot: 0011912665); product type: 0195-heart valves; product ID l-envpro-16-us (lot: 0011859940); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5 and imf code medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-balloon aortic valvuloplasty (bav) was performed. The valve was explanted following the thoracotomy. It was reported that the patient was hospitalized longer than anticipated due to the thoracotomy.